Event description:
Impedances were collected and around (710-800 ohms). The patient had the concern of the ins turning off on its own and depleted faster. The manufacturer representative was walked through check energy on each group which showed the following: group a - 6.6 days, group b - 7.4 days, group c - 6.1 days (group c was programmed at bottom of lead but patient came in on group a). Manufacturer representative reported that recharge stats showed 3 sessions with excellent quality, 4 sessions with good quality and 3 sessions with fair quality.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had her 2nd lead revision this past monday, (B)(6) with a surgical lead. Caller reports physician implanted the lead retrograde for more coverage. Caller reports patient is getting more coverage. Caller wanted to know if there was a retrograde programming feature with a710. Information was reviewed.

Manufacturer narrative:
Continuation of d10: product ID 977c290 lot# serial# (B)(6) product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported it was attempted to get the file, however it was unable to retrieve as interrogation was interrupted and the file could not be retrieved when re-entering. The cause of the event was not determined. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that per the mdt file, the patient changed their group at 2:23pm this day. There is no evidence of stim shutting off for any reason at 3:37pm and stim remained on the rest of the day without any program or group changes. It is noted that on jan 25, the patient selected stim on command on her controller at 12:32pm, 12:38pm, 12:39pm and 12:40pm (even though stimulation was already on) and then the patient changed toa different group right after this. Patient services (pss) was not sure if this is her not feeling stim and thinking it¿s off but speculation on pss's part. For the last 30 days that the report covers, there are stray stim off events here and there when the patient turned off stimulation themselves for short periods of time. These stim off events are reflected in the stim usage graph seen on the tablet report, namely on january 13 (stim off for about 27min), january 16 (stim off a few minutes), january 19 (off for 25 min). Pt uses group a the most which has a low intensity, fairly low pw and a little higher rate. Given the recharging data in the mdt file, it appears the patient would have to recharge about every 5+ days or so. While the patient also uses group b and c I don¿t think the depletion rate would be impacted much in using these other groups since they have very similar settings to group a.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the patient's implant battery was depleting quicker than normal. The patient was using differential target multiplexed (dtm) spinal cord stimulation which was more likely to deplete quicker. It was noted in a matter of 7 hours the patient's internal battery had dropped 20%. It was unknown what the cause was as it was stated previously the battery would drop 10% a day at most. The patient had an appointment scheduled for february 10th to interrogate the patient's implant to determine if usage was normal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) is having issue with stimulation turning therapy off by itself. Rep said that pt would get the no device found screen and then the normal therapy screen with stimulation off message. Rep said pt didn't turn therapy off. Recharge data showed pt at the lowest battery level was 40%. Issue started early january and has happened multiple times, the most recent was on sat. At 3:37 pm - jan 24th. Technical services (ts) advised rep to have pt document when these incidents occur again and then rep can meet with pt to get log files and mdt files for diagnostics.